Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 10 for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: two encor biopsy probes and vacuum assemblies were returned for evaluation. During visual evaluation, the device appeared to be clean with the aperture closed. The saline cap was returned and it was noted that damage appeared to be on the product packaging. No other anomalies were identified. Functional evaluation was not performed due to the nature of the complaint. Therefore the investigation is confirmed for the reported breach of sterile barrier as crack was noted on the device package. As only 2 devices were returned for evaluation out of 10 , the investigation remains inconclusive for other 8 devices. A definitive root cause for the alleged breach of sterile barrier could not be determined based upon the provided information labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a breast biopsy procedure, the packaging of the device was allegedly found to be damaged. There was no patient contact.

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 10 for this event. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2022)

Event description:
It was reported that prior to a breast biopsy procedure, the packaging of the device was allegedly found to be damaged. There was no patient contact.